Manufacturer narrative:
Evaluation: recline mechanism.

Event description:
It was reported by service report that the recliner falls with pt weight. No pt involvement or adverse consequences are reported.